Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported, that the implantable cardioverter defibrillator undersensed ventricular tachycardia. The device did not deliver high voltage therapy, due to the undersensing. Programming changes were discussed, but not made. There were no patient consequences.